Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where a patient's data was mixed with another exam on the epiq ultrasound system. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to attempt to identify the root cause of the reported issue; however, the original exams were deleted from the system and the logs could not be retrieved for analysis. The engineering team confirmed that the issue was not reproducible.